Event description:
It was reported that the pump touch screen was timing off sooner than expected. There was no adverse impact to customer¿s blood glucose level. Customer continued to use the pump for insulin therapy.